Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure per physician's preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.